Event description:
During a routine hemodialysis treatment, a reported pt blood loss of 210 cc occurred. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The MFR technical support was contacted for assistance to enter rinseback mode. Instructions were provided but not immediately followed. It was determined that too much time elapsed and rinseback was completed due to concern of clotting. No medical intervention was required.